Manufacturer narrative:
The unit was in clinical use at the time of the event, no patient or user harm reported. The field service engineer (fse) confirmed the large leakage of oxygen, and after connecting the hyperbaric oxygen pipe, there was a large amount of oxygen leaking in the rear end of the ventilator. The fse replaced the gas delivery system (gds) to resolve the reported issue. The unit passed performance verification testing, and it was returned to service.

Manufacturer narrative:
Correction on patient/user involvement: the device was not in use on a patient at the time of the event. There was no patient harm or injury reported.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 14dec2020.

Event description:
The customer reported oxygen hose is leaking. There was no patient involvement.